Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the return drawer fails to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return drawer failed to open. The field service engineer (fse) found the drawer cable partially connected. Powered down the station, fully seated the cable, and adjusted the rails, which were causing obstruction and preventing drawer removal. Tested the drawer in the hardware testing application and guided the customer through recovering the storage space in the user application. The customer successfully completed the recovery without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the return drawer fails to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.